Manufacturer narrative:
Other analytes run with the first sample gave all suppressed results. When rerun all recovered acceptable results. Sampling was done from the primary tube for first run. The sample was poured into a nested cup on repeat run. A field service engineer (fse) verified with the customer the event was sample specific. Hardware was verified as running to established specifications. Root cause appears to be a short sample.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I indicated that one patient did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. One glucm sample result of 3mg/dl was obtained and then run in duplicate mode yielded a result of 92mg/dl and was reported. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.